Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal region of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11oct2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via left artery. The 75% stenosed, 48mmx2.50mm, concentric, de novo target lesion with a bend of 45 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. A 2.50 x 48 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the device could not cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable. However, returned device analysis revealed stent damaged.